Event description:
Customer reported issues with the insulin pump. Customer states that there are calibration errors. The blood glucose reading is 153 mg/dl. Sensor readings would drop which triggered the threshold suspends. Nothing further reported.